Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. The field service engineer (fse) removed the drawer and replaced the flat flex cable. After reinstalling the drawer, it did not appear in the hardware test application (hta). The firmware was rolled back and reinstalled, which successfully recovered drawer 4. The drawer was tested and functioned properly in the hardware test application. The customer verified that all drawers were working correctly by recovering and inventorying several medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ldrpsouth and ldrpnorth both had drawer 4 failed, not detected on bus with error messages. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.